Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the device not working properly when it was activated. In the operating room, the physician was able to activate the aus; however, after a cystoscopy was performed, the urologist determined that although the device cycled normally, the cuff was too large and was not fully coaptating. A replacement surgery was performed, in which the cuff was downsized from a 4.5 cm to a 4.0 cm component. There were no patient complications reported.